Event description:
According to the complaint description the irrigation roller was continually moving throughout the procedure when using the tubing set. There was no patient event as the consultant was able to complete the operation by using the taps on the instrument to control the flow rate. The patient was fine, and the procedure was completed successfully. The used tubing set was discarded, but a device from the same batch will be sent back to the manufacturer for investigation. Currently, further information is not available.

Manufacturer narrative:
As the date of this report a device of the affected batch was returned for further investigation, investigation will be conducted. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).